Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
The patient was diagnosed with lv lead dislodgement due to twiddlers syndrome with exit block. Sensing was intermittent and impedance was greater than 3000 ohms. The patient was hospitalized and an x-ray was done for diagnostic reasons. The device was reprogrammed to vvi30 mode and lv lead revision was done.